Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and 78% stenosed mid left anterior descending artery. A 2.25 x 28 mm xience v stent was implanted; however, during post-dilatation, a side edge dissection was observed. The dissection was treated with another 2.25 x 28 mm xience v and timi iii flow was maintained. The patient is doing fine with no effects reported. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.